Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was 400 mg/dl at the time of incident. The customer was assisted with troubleshooting. Advise to customer to treated with manual injection for high blood glucose. The customer stated that the insulin pump ran out of power and it was not connected to transmitter after putting new batteries. Customer's outcome pertaining to the complaint. The device will be returned for analysis.